Event description:
As reported by an edwards columbia affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, during inflation of the commander delivery system balloon for valve deployment, the balloon did not expanded. It was decided to remove the delivery system and valve, and replace with a new system. However, upon removal of the devices, there were difficulties withdrawing the commander delivery system through the esheath due to obstruction by the balloon. The entire system was removed as a unit with the esheath, and by expanding the initial incision site with a scalpel. A new system was prepped and used to complete the procedure. The valve was implanted in the intended position with paravalvular leak noted. Post dilatation was performed to address the paravalvular leak, and a posterior hematoma was observed on echo. Surgery intervention and compression was performed to treat the hematoma. The patient was stable post procedure. On post operative day 1, the patient presented with left bundle branch block, and a temporary pacemaker was implanted on post operative day 8. On pod10, the patient passed away due to general systemic failure.

Manufacturer narrative:
Please note that this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-13606 for the reported balloon leak and withdrawal difficulties resulting in a modified surgical procedure. Please reference manufacturing report number 2015691-2023-14977 for the reported hematoma and death. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the heart block cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.